Manufacturer narrative:
Date of submission (B)(4) 2018 device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2018 with the following findings: during investigation, there was no damage observed to the keypad. All of the keypad buttons responded appropriately to button presses. The keypad cover was removed and no contaminants were found under button contacts. The pump was opened and no damage was found on the keypad flex connector. The complaint of a keypad button response issue was not duplicated upon investigation. Unrelated to the original complaint, investigation revealed multiple cracks in the battery compartment.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(4).

Event description:
On (B)(6) 2017, the reporter contacted animas alleging a button/keypad (tactile changes/unresponsive) issue. It was reported that the up arrow, down arrow, and ok keypad buttons were under responsive to user presses. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the issue has the ability to result in inadvertent or incorrect insulin delivery or the inability to use the pump.